Event description:
It was reported that this was an arteriotomy closure of both the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two proglide devices were successfully pre-placed in the rcfa. The suture of the first proglide in the lcfa was successfully pre-placed. Reportedly, a link break was noted after removing the plunger of the second proglide in the lcfa. A foot separation was noted after removing the plunger of the third proglide device. A surgical cutdown was performed to remove the broken foot. The sheath was upsized to a 20f and the aaa procedure was completed. Hemostasis was achieved in the lfca via surgery. Hemostasis was achieved in the rcfa with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is file under a separate medwatch report number.

Manufacturer narrative:
Visual analysis was performed to the returned device. The reported link break was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported link break and unexpected medical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or link pulled until it breaks contributed to the reported suture retrieval issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.